Manufacturer narrative:
Patient's identifier and weight were not provided. When the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Event description:
Per complaint 63202, during clinical procedure, patient experienced failure of implant to integrate